Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the device would not start after battery change and battery cap replacement. Customer's blood glucose was 240 mg/dl. Customer will not be returning the reservoir for analysis.